Event description:
It was reported that large amounts of metal fillings were left in the joint space after use and were washed out with copious amounts of fluids. As a result of this, the surgeon did not wish to use the blades in this lot number.

Manufacturer narrative:
Additional info will be provided once investigation is completed.